Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 3.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a non-boston scientific device. No patient complications were reported, and patient was in good condition post-procedure.